Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use leakage of biohazard fluids occurred outside of instrument with a bd facslyric¿ 2l6c instrument. The following information was provided by the initial reporter, translated from (B)(6) to english: user reported to service engineer: still dripping from needle during sit flush. Ladies noticed that sometimes during sit flush, drops that drip are reddish. Additionally, on 2020-7-2 the fse provided the following additional information: was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Unknown probably facsflow. What is the source of leak -- waste line or non-waste line? Unknown. Was the customer exposed to blood or bodily fluids? Unknown. Was there any physical harm to the customer as a result of the leak? No. Yes, customer was exposed to the blood. During sit flush procedure the waste (mixture of blood and facsflow) was getting out from sit and dripping out onto the table (1-2 drops). Customer works with gloves, there was no danger for them.

Manufacturer narrative:
H.6. Investigation: ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 02jul2019 to date 02jul2020. ¿ complaint trend: there are 5 similar complaints related to this issue of the sit dripping after flush. Date range from 02jul2019 to date 02jul2020. ¿ manufacturing device history record (DHR) review: review of DHR part # 651165 serial # (B)(4), file#(B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, and risk analysis, the root cause of the issue was due to a blockage in the waste line at the v8 valve. The fse (field service engineer) verified this in his statement that there was, ¿blockage resulting from the crystallization of facsflow that prevented effective removal of waste from sit during the sit flush procedure.¿ the blocked waste line was replaced, and after the repair the instrument was rebooted, tested and performed as expected. Although the customer was exposed to biohazard fluid from the leak of the sit, which also was not contained within the instrument, they were not in contact with the waste. Wfi safety alignment task# 1666786 confirms that the customer was wearing gloves and was not in danger. There was no injury or harm reported. While risk document 10000063058, rev. 03/vers. T, bd facslyric system risk analysis rates the severity of the hazard in this investigation a 3 or (moderate s3), there was no significant impact to customer health or safety. After the customer conducted the repair remotely, the instrument was functioning as expected. The safety risk is low because there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01518499, case # 01074723 install date: 14dec2018 defective part number: n/a work order notes: o subject / reported: 651165 - facslyric 2l6c instrument - needle dripping after sit flush o problem description: user reported to service engineer: needle still drips during sit flush. Ladies have noticed that sometimes during the sit flush the dripping drops are reddish. The problem of needle dripping has previously been addressed in wo-01475085. O work performed: camera diagnostics. An obstruction was found in the waste line at the v8 valve (an obstruction caused by facsflow crystallization) that prevented the efficient discharge of waste from the sit during the sit flush procedure. Waste line was replaced, camera tests were performed. The device is operational in accordance with the technical documentation. The date of the next periodic inspection remains unchanged. I.e. 04/12/2020. O cause: blockage in waste line at valve v8. O solution: n/a ¿ returned sample evaluation: a return sample was not requested because there were no parts to replace. ¿ risk analysis: risk management file part # (B)(4), rev. 03/vers. T, bd facslyric system risk analysis was reviewed. No new hazard have been identified and the current mitigations are sufficient. Hazard(s) identified? ¿yes ¿no o tfs: 89169 o ID: libivdra-61 2.1.6 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: sit design to capture back drips. Provide instruction for universal precautions. O req link (tfs ID): 93132. Libivddid-262 sample preservation during pause. O implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-51ir o effectiveness verification: lsvn-1008-dr. Libivd-se-15-51ir o propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none o tfs: 89171 o ID: libivdra-63 2.1.8 o reg status: ivd; ruo o hazard: exposure to biological sample. O cause: back drip from injection port. O harmful effects: wrong results by cross contamination. O risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes. O req link (tfs ID): 93132. Libivddid-262 sample preservation during pause. O implementation verification: lsvn-1008-dp sit backflow control. Libivd-se-15-72p o effectiveness verification: lsvn-1008-(B)(6)-se-15-72f o propabiltiy: 1 o severity: 3 o risk index: 3 o residual risk evaluation: a o new hazards: none mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause was due to a blockage in the waste line at the v8 valve. ¿ conclusion: based on the investigation results, the root cause of the sit dripping after sit flush was due to a blockage in the waste line at the v8 valve. The cause was confirmed by the fse where he performed the repair, tested the instrument and brought it back to function as expected. Although the risk analysis rates the hazards as a 3 or moderate, there was no significant impact to customer health or safety.

Event description:
It was reported that during use leakage of biohazard fluids occurred outside of instrument with a bd facslyric¿ 2l6c instrument. The following information was provided by the initial reporter, translated from polish to english: user reported to service engineer: still dripping from needle during sit flush. Ladies noticed that sometimes during sit flush, drops that drip are reddish. Additionally, on 2020-7-2 the fse provided the following additional information: 1. Was the leak contained within the instrument? No 2. Was the leak in a customer accessible location? Yes 3. What was the fluid that leaked? Uknown ¿ probably facsflow 4. What is the source of leak -- waste line or non-waste line? Unknown 5. Was the customer exposed to blood or bodily fluids? Unknown 6. Was there any physical harm to the customer as a result of the leak? No. Yes, customer was exposed to the blood. During sit flush procedure the waste (mixture of blood and facsflow) was getting out from sit and dripping out onto the table (1-2 drops). Customer works with gloves, there was no danger for them.¿